Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh and the pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring, and other. It was reported that the patient underwent a partial hysterectomy in 2005. It was reported that the patient underwent a mesh excision on (B)(6) 2011 due to mesh exposure/extrusion. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2011 due to pain and mesh exposure/extrusion. It was reported that the patient underwent a partial mesh explant on (B)(6) 2011 due to pain and mesh exposure/extrusion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.